Manufacturer narrative:
The ventilator was was investigated by our field service engineer on-site. The internal leakage test failed and the gas modules were replaced. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).